Manufacturer narrative:
This report is being filed on an international product, list number 07c18 anti-hbs, that has a similar product distributed in the us, list number 1l82, ausab. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) result for sid (B)(6), when processing on the architect i2000sr. The result was 21.90 mui/ml. No impact to patient management was reported.

Manufacturer narrative:
An investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of trending data, a review of product quality history, a review of the performance of the architect anti-hbs assay, and a review of product labeling. The ticket search determined that there is normal complaint activity for the likely cause lot 06340fn00. A review of tracking and trending did not identify any trends for the complaint issue. A review of the product quality history for the lot number did not identify issues associated with the customers observation. Worldwide field data was used to assess the performance of the architect anti-hbs assay. The median population result for the lot was comparable with all other lots in the field. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics complaint investigation a product deficiency was not identified.